Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. Multiple navigated spins on both sides of imaging system were performed from far to near in distance and no issue were found. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a cervical spine procedure the navigation system was unable to see the imaging system trackers. This occurred twice during the procedure. Rebooting the imaging system corrected the issue and the navigation system was then able to see the trackers. There was 20 minute delay to the procedure. There was no reported impact on patient outcome.